Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle inserter was broken during surgery. It was also reported that the strike plate broke off.

Manufacturer narrative:
The instrument associated with this report was not returned. However; per attached photos the complaint can be confirmed for the reported failure. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.